Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for an unknown thoracic endovascular treatment. It was reported that an anastomotic false aneurysm was observed approximately 4 years 6 months post implant. It was reported that a secondary procedure to resolve aneurysm expansion was carried out approximately one week later. Revascularization of the brachiocephalic trunk, revascularization of the lcca and revascularization of the lsa was carried out. The event was reported to be resolved. The cause of the event is unknown.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was also treated with a non-MDR stent and thoracic aortic arch replacement with hypothermia and brain perfusion during the secondary procedure. There were complications during the procedure with emco needed for ivcd, ards, pvam, haemorrhagic shock, tamponade and resuscitation neuromyopathy and confusional syndrome. Paralysis of the left side and post-operative cv¿s were also reported. Emco was withdrawn two weeks post the procedure and resumption of the left scarpa began three weeks post the procedure. It was also reported the patient presented with ischemic heart disease and was treated with angioplasty. An episode of post-operative deep vein thrombosis of the right common femoral artery was also reported to have occurred.